Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's two left ventricular (lv) leads exhibited high thresholds. It was also reported that the right ventricular (rv) lead exhibited an impedance warning. The two lv leads were capped. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.